Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead, shock impedance measurements varied from less than 20 ohms to greater than 125 ohms in varying vectors. Several connection attempts and verifications were made with terminal pin confirmation past the connector block. Electromagnetic interference (emi) was evaluated and cautery was reported not being used. The physician elected to implant another device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.